Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. Two loose clips were also returned. The cartridge and the clips were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with three intact clips remaining in it. One of the loose clips was returned closed. The other loose clip exhibited a staggered break where it was broken in the middle of the inner the hinge but also broken at the outer hinge towards the side of the clip with the pierced bosses. The returned loose clips appear used as there is biological material present on the clips. Functional inspection was performed on the returned intact clips in the cartridge. A lab inventory clip applier was used. The clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned intact clips in the cartridge. Although no functional issues were found with the intact clips in the cartridge, one of the loose clips returned was broken. The loose clip exhibited a staggered break where it was broken in the middle of the inner the hinge but also broken at the outer hinge towards the side of the clip with the pierced bosses. It could not be determined exactly how or what caused the returned clip to break at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips got broken while in use" was confirmed based upon the sample received. One cartridge and two loose clips were returned. One of the loose clips was returned closed and the other loose clip was broken. The cartridge was returned with three intact clips remaining in it. Upon functional inspection, the returned intact clips in the cartridge were able to load properly and were successfully applied to over-stressed surgical tubing. Although no functional issues were found with the intact clips in the cartridge, one of the returned loose clips exhibited a staggered break where it was broken in the middle of the inner the hinge but also broken at the outer hinge towards the side of the clip with the pierced bosses. It could not be determined exactly how or what caused the returned clip to break at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that during a video-assisted esophagectomy the clips got broken in half. A new cartridge was used instead. No clip fell in the patient. It is unclear whether the clips got broken at loading or ligation.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h1800872 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a video-assisted esophagectomy the clips got broken in half. A new cartridge was used instead. No clip fell in the patient. It is unclear whether the clips got broken at loading or ligation.